Event description:
It was reported that the pacemaker recorded back-to-back signal artifact monitoring (sam) episodes due to artifact related to the minute ventilation (mv) feature signal on this right atrial channel. The mv sensor was disabled. This ra lead impedances were reportedly within range during the episode at 290 ohms. Technical services (ts) recommended to have the patient seen in clinic for further lead evaluation. This ra lead remains in service. No adverse patient effects were reported.